Manufacturer narrative:
This report is for an unknown screws: locking: /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a proximal femoral nail antirotation (pfna) removal on (B)(6) 2018 due to a re-(orif) open reduction internal fixation following conservative treatment of another fracture on (B)(6) 2018. The patient originally had an implantation surgery on (B)(6) 2015. There was no allegation of fault of the nail, the patient¿s poor health was the reason for the removal. The nail was successfully removed and then replaced with another nail. The procedure was successfully completed with no surgical delay. There was no adverse effect on the patient. This complaint involves four (4) devices. This report is 3 of 4 for (B)(4).